Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and not much information is provided in the clinical description. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 54-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 2 of support the patient developed a hematoma at the access site. The hematoma was evacuated, and pressure dressing was applied. The patient remains on support and is reported to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿